Event description:
The user facility reported a 21-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient had ECMO placed along with/prior to the cp. The echo imaging revealed thrombus ingestion. The patient had conversations of tpa to troubleshoot the issue. The patient additionally noted the need for bilateral fasciotomy. The native anatomy and patient condition not appropriate for escalation to the 5.5 pump. Support continues with the cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue has been completed since the original report was filed. The product was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.